Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unspecified day during the last week of (B)(6) 2013 the patient was treated for a myocardial infarction. On (B)(6) 2013, a procedure was performed for treatment of additional lesions in the left anterior descending artery. During the procedure, a balance middleweight guide wire was advanced without resistance; however, the distal tip of the balance middleweight guide wire became stuck in the coronary. The segment of the artery in which the guide wire became stuck was free of disease. An unsuccessful attempt was made to remove the guide wire and the tip separated. By using a non-abbott retrieval catheter, the physician was able to remove 185cm of the 190 cm guide wire from the anatomy. Approximately 5 cm of the guide wire remains in the patient anatomy. The procedure was aborted. There was no adverse patient sequela and the patient is reportedly doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.